Event description:
It was reported that the tip of a virage final driver twisted during the final tightening of the construct when it slipped in the set screw. There was no injury to the patient or delay to the surgery reported. The surgery was completed using a closure top starter and rod gripper for the final tighten without torque confirmation. Manufacturer inspection revealed that the tip of the driver was also fractured.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted and fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.